Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. The procedure started with free movement of the guidewire within the catheter. However, while advancing the catheter to the right pulmonary veins, the guidewire became stuck inside the catheter. Multiple attempts were made to free the guidewire unsuccessfully including gentle pressure being applied to the guidewire. The catheter and guidewire were replaced, and the procedure was completed without patient complications with a new catheter. No tissue was seen at the tip of the catheter nor the guidewire. The catheter is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.